Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The returned device was evaluated and fluid was observed to be above the o-ring indicating an inadequate seal in the reservoir. A power supply was needed to download the data from the device. No timeouts or drive stalls were observed in the data, however, an 0x3d alarm was generated. Because the inadequate o-ring resulted in fluid leaking from the intended fluid path, the fluid path failed. As the leaking continued, corrosion began to form on components including the pcb, hook, reservoir cap, and mechanism rail. The bottom battery was measured to be lower than expected. The sma wire assembly resistance was measured and found to be within specification. This inadequacy can be confirmed as the cause of the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.